Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the schoelly light camera cord burned through the sterile drapes and the mattress. The staff removed the light guide from the handheld head while the light was still on. The heat from the tip of the light guide melted the drape and damaged the bed. The patient did not sustain an injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) recommended not to use that nir unit until the field service engineer (fse) could inspect the unit. Tse advised to tag the lightguide cable as well and not to use it until it was inspected. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return and the customer did not return the product for analysis. There was also no field service activity initiated following this event. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned, the reported event was unable to be confirmed or replicated. This issue can be resolved by using an alternate instrument to complete the procedure.